Manufacturer narrative:
The device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device was reported as having a false positive result. Complainant did not provide additional information on how the false positive result was determined. The complaint device was not returned, and no lot information was provided.

Event description:
The complaint alleges a (B)(6) result occurred.